Event description:
The manufacturer received information alleging a ventilator's tidal volume reading was incorrect. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.